Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were taken to emergency room and then hospitalized due to high blood glucose and insulin pump was not working on unknown date. The customer checked the blood glucose level it was 600 mg/dl and when checked in hospital it was 400 mg/dl. Customer was treated with intravenous drip. The customer experienced symptom such as nausea. Customer also stated that the insulin pump was not turning on and insulin pump had water damage. Customer was declined for high blood glucose level troubleshooting. The insulin pump will not be returned for analysis.